Manufacturer narrative:
Device powered up after battery installation. No critical pump error or low battery alert noted. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current test and self test. However, the pump error 63 was found in history file due to cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error and picture of a book with a question mark. The customer¿s blood glucose level was 74 mg/dl at the time of the incident. Customer stated insulin pump had low battery warning displayed before open book was displayed on screen. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.